Event description:
The patient was brought to the cardiovascular or for a coronary artery bypass grafting (CABG). The device had been placed in the cath lab the previous day. When the patient was being placed on the table and the device was being secured, the device fractured into several pieces. The patient did not experience any changes in care as a result of this event.